Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016 when the asymptomatic patient presented in the operating room for an unrelated generator change-out due to normal eri. During the pre-operation check, high, out of range pacing lead impedance was observed. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that loss of capture and increased pacing lead impedance were observed. The patient was asymptomatic and not pacer dependent. Further testing was anticipated. No further information is available at this time.